Event description:
Customer reported unit stopped ventilating, screen went dark, and the unit did not alarm. Clinician reportedly switched to the bad position to maintain ventilation of the pt. There was no reported pt injury. Investigation/conclusion: the power controller was returned to the manufacturing site for investigation. The power controller components were analyzed., and u16 was found to not be producing the +12v as designed. According to the vendor, the component has a 1 million-hour mtbf specification. This is considered an isolated occurrence.